Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced dexcom g7 signal loss to the ilet while the dexcom mobile app continued receiving readings, followed by a ¿replace sensor now¿ alert despite a same-day sensor replacement, after which the user located the pairing code and re-paired the sensor to the ilet with guidance. Symptoms included no glucose data available on the ilet. Outcomes included temporary interruption of automated insulin dosing based on cgm data and user inconvenience, with restoration steps undertaken through re-pairing and sensor setup. Investigation included user education, review of cgm pairing status, and device troubleshooting focused on connectivity and setup. Investigation of this case revealed a transient communication issue between the ilet and the dexcom g7 consistent with a brief sensor or pairing disruption, with successful re-pairing and no further device malfunction observed on the ilet or sensor components. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing and connectivity inconsistency that resolved with re-pairing and sensor setup.